Manufacturer narrative:
(B)(4). The customer reported a defib failure cycle power message during power up. The device was evaluated at philips. The symptom could not be duplicated however, the system log showed the error 00080 supporting a malfunction occurred. The power pca was replaced due to this error. The device was returned to the customer after passing all testing.

Event description:
The customer reported a defib failure cycle power message during power up.